Event description:
It was reported that during a supraventricular tachycardia ablation procedure for right atrial treatment catheter electrical problem occurred. The blazer ii catheter was introduced and two radio frequency applications were applied. On the third application the temperature readout failed although energy appeared to be delivered. The procedure was completed with another device. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device evaluated by MFR: the catheter's connector verified normal during visual inspection. The catheter passed thermistor response test. All electrode resistance values verified normal. No electrical opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a supraventricular tachycardia ablation procedure for right atrial treatment catheter electrical problem occurred. The blazer ii catheter was introduced and two radio frequency applications were applied. On the third application the temperature readout failed although energy appeared to be delivered. The procedure was completed with another device. The patient remained stable and no complication has been reported.

Manufacturer narrative:
(B)(4).